Event description:
The lead was partially explanted due to a report of increased thresholds. During the procedure, the patient presented with hypotension and pericardial effusion. The patient was given dopamine during the procedure and the patient's blood pressure returned to 100-120 range, with no evidence of bleeding. The patient was returned to the recovery room in stable condition. Explant method: intravascular, superior, femoral. Technique/tools: direct traction with locking stylet, laser. Complications listed above.